Event description:
It was reported that a one-link standard bore extension set experienced no flow. This occurred during infusion of an unknown drug. The extension set was then replaced due to this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.